Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the device settings were being changed on their own. The unit would switch from normal polarity to inverted. It was noted that the "oxivir tb" cleaning solution was being used on the monitor when the issue was observed. The issue was reproducible each time the touchscreen was wiped. There is no report of any patient impact or consequence as a result of the issue.